Event description:
Renal biopsy performed of left kidney. Biopince ultra full core biopsy instrument, when deployed, would not smoothly access core biopsy sample. Multiple attempts were made and a new biopince ultra was opened. The same difficulty was experienced with the second device resulting in bleeding and hematoma formation that required an intervention. No blood transfusion required. Reference report: mw5118112.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.